Event description:
The facility had sent an infusion pump in for service where a baxter service technician had discovered a failure code 500 in the event history. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code lot number in use, but no additional info was available.